Event description:
The customer reported erroneous low sodium (na), chloride (cl) and calcium (calc) patient results were generated on the dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer, and identified the failure mode as defective sample probe and sodium reference electrode and sodium electrode. The fse replaced the sample probe and sodium reference electrode and sodium electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4)